Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Blood glucose level at the time of the call was 185 mg/dl. Customer stated that the pump was not dropped or bumped. Unable to do troubleshooting due to critical pump error. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. No vibrating noted. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with corroded battery tube, pillowing keypad overlay, cracked retainer and minor scratches on lcd window. No labeling anomaly noted.